Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the wired footswitch pedal from the exam room was not working, and the procedure was completed using the control room foot pedal. A philips field service engineer (fse) went onsite and confirmed the issue with the wired footswitch pedal, which was replaced and returned to philips for further analysis. The failure part analysis revealed that during the testing, the footswitch failed to produce an x-ray signal when the cable was bent at a specific angle, one anti-slip was missing from the footswitch assembly, and the bracket was loose. To resolve the issue, the fse replaced the wired footswitch, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure was completed using the same system and the control room foot pedal, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's wired footswitch pedals were not working, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.